Event description:
It was reported that patient had battery replacement. Before surgery, they were able to interrogate the patient's device, which was within normal diagnostic limits. During procedure, impedance reading evaluated but still within normal limits. They had never seen impedance reading that high before so he asked the surgeon to remove pin, clean it, and reinsert it. After reinsertion, impedance reading was high. Surgeon had pins reinserted and cleaned up to 4 times and was still getting a high impedance reading. They verified the lead insertion into the generator. He said the pins had been removed and reinserted multiple times. They tried again and he then had an impedance still elevated, but within normal limits. Surgeon then decided to close the patient as the impedance was thought to be acceptable. They did not open the accessory pack. They said they tested the impedance after closing and the patient now receiving a high impedance reading. Device history records were reviewed for the new generator. The generator passed all specifications prior to distribution. The generator was hp sterilized. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
A2 and a3. Corrected patient information, initial report: inadvertently listed wrong patient. B5. Corrected event description, initial report: inadvertently listed patient's device could be interrogated when it could not. Added in report of full revision that was inadvertently left out. B6. Corrected data, initial report: inadvertently left out impedance after lead replacement. D4. Corrected serial #, lot #, and expiration date, initial report: inadvertently listed wrong product information. D6. Corrected implant and explant date, initial report: inadvertently listed wrong product information f10. Corrected impact code, initial report: inadvertently listed f1908 instead of f1907 h4. Corrected manufacture date, initial report: inadvertently listed wrong product information h6. Corrected type of investigation, initial report: inadvertently listed b20 instead of b17.

Event description:
It was reported that after they got high impedance for patient, they went into surgery again and did a full revision which resolved the high impedance. He clarified that he wasn't able to interrogate the device due to battery depletion pre-op. He said the patient had not been seen in clinic for a few years so they were unsure what they were dealing with before surgery. Device history records were reviewed for the correct generator. The generator passed all specifications prior to distribution. The generator was hp sterilized. The suspect device has not been received by manufacturers to date no other relevant information has been received to date.